Manufacturer narrative:
Device evaluated by MFR: onsite functional and visual examination was performed by a manufacturer representative. The representative the noticed 2d fluoro shots were less the 1 second (13 frames) not giving the o-arm enough time to regulate kv. The representative suggested to hold the 2d button and listen for two beeps to allow the system enough time to regulate kv. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 salesforce (B)(4) (hcp): medtronic received information regarding an imaging system being used for a procedure. It was reported that the lateral 2d images were grainy. There was no reported impact to patient outcome and no reported delay to procedure.